Manufacturer narrative:
The first patient sample resulted in the following relevant test data: ca = 2.57 mmol/l, crej = 63.1 umol/l, gluc = 4.60 mmol/l, na = 140.0 mmol/l, tsh = 1.47 uiu/ml.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with li lithium and a second patient sample tested with crej2 creatinine jaffé gen.2 on a cobas pro c 503 analytical unit. The first patient sample initially resulted in a lithium value of 1.18 mmol/l and repeated as 0.48 mmol/l. No incorrect results were reported outside of the laboratory for this sample. An aliquot of the second patient sample initially resulted in a creatinine value of 775 umol/l on (B)(6) 2022 and this value was reported outside of the laboratory to medical personnel treating the patient. This patient was then sent to the emergency room where a second sample was collected. This second sample resulted in a creatine value of 94.0 umol/l on (B)(6) 2022. This value was deemed plausible for the patient. The aliquot and original tube of the complained sample were then repeated, resulting in values of "about 90 - 94 umol/l". The second sample was also repeated and the result was "about 90 - 94 umol/l". The lithium reagent lot number was 520389. The reagent expiration date was requested, but not provided. The creatinine reagent lot number was 58634601, with an expiration date of 31-jul-2023.

Manufacturer narrative:
The field service engineer ran hardware performance checks. All probes were exchanged and a reagent probe rinse was adjusted. The analyzer was confirmed to be running back within specifications. Investigations determined the issue with the first sample to be consistent with a reagent carryover which was resolved after the service actions. Investigations have determined the issue with the second sample to be consistent with incorrect pre-analytic sample handling. The investigation could not identify a product problem. The cause of the event could not be determined.